Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report adverse event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient passed out after receiving her reading, then woke back up. Paramedics arrived and did not find anything wrong with the patient. Patient claims this was a blood pressure issue. Patient did not calibrate according to user guide recommendations. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).